Event description:
A doctor alleged that a patient had experienced a debonding of restorations after using herculite ultra.

Manufacturer narrative:
The doctor identified two (2) shades associated with the debonding of restoration; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot number 4556285 and 4803743. The doctor cleaned the tooth, made a provisional and cemented the provisional using a different product for the patient. To date, the patient is doing fine. No appointment had been made to complete the restoration. An 'adhesive strength' and 'depth of cure' test of the returned products for lots 4556285 and 4803743 were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.